Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient had a rash under all three therapy electrode pads and on his shoulders. The patient's doctor advised the patient against the use of cream. There was no alleged device malfunction. There was no indication of a serious injury. Follow-up indicated that the condition of the rash was the same.